Event description:
The pt's attorney alleged a deficiency against the device. Additional info has been requested, but not yet received. Associated MDR: 1018233-2013-01467, 1018233-2013-01468, and 1018233-2013-01469.